Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 10/08/2014-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump black box data indicated replace battery alarms. During a visual inspection of the pump, evidence of moisture ingress was found in the battery compartment. Current draws measured within specifications. A leak test was performed and failed due to a battery compartment leak. The pump case was removed and no further evidence of moisture ingress was found. The complaint of short battery life was not duplicated.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.